Event description:
It was reported that prior to an unknown procedure, the har36 was opened from sterile package. When the nurse assembled the cable with the consumable and tested the instrument in the air a high pitch tone was noted between the handpiece with the harmonic ace. ¿tighten assembly" was shown on the screen of the generator. She has disassembled the instrument and connects again. Same finding was noted. They have changed to another piece of handpiece, still, the same signal was found. Thunderbeat was used after that. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Sheath missing the device was returned with a gouge at the tip of the blade. The device was assembled to a hand piece and was functionally tested on the gen11 generator. During functional testing an alert screen was displayed and noise issues were noted. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Due to the sheath not being present, noise could be heard. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. No conclusions could be reached on how the sheath of the blade was missing.